Event description:
Additional information was received. The cause of the event was unknown; however, it was noted that this was non-pump related. The patient outcome was notated as an ongoing serious injury or illness. The drugs used in this system were bupivacaine, hydromorphone, and fentanyl.

Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2012 and had reported symptoms of fever, drowsiness and weakness; "he's still very drowsy, falling asleep while eating, arousable, he's not stuporous, he's not to that point." Healthcare provider was questioning if patient was "over medicated/going into overdose." Pump status was not known at the time of this report except that it was updated recently. Drug delivered via the device was fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: patient programmer: model: 8835, serial# unknown. (B)(4).